Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported scratches on scree, slower in rewind and insulin coming out in drops. No harm requiring medical intervention was reported. Unable to troubleshoot at the time of the call. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the screen, no com pump to xmtr-unresolved, rewind anomaly, and leaking anomaly found on 31-oct-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with test guardian link transmitter and sensor connected successfully with pump. No rewind alerts, alarms, or anomalies noted during testing. No leaking anomaly was noted during testing. No rewind alerts, alarms or anomalies noted from pump memory/history on event date of 31-oct-2022. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor, and electronic assembly. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and minor scratches on the lcd screen cosmetic damage was confirmed at the screen. No com pump to xmtr-unresolved was not confirmed during testing. Leaking anomaly was not confirmed during testing. Rewind anomaly was not confirmed during testing. Moisture damage was confirmed found on pcba 1, pcba 2, motor flex cable, and force sensor. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.